Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles near the luer lock. The customer's blood glucose level was 180 mg/dl. The customer successfully primed the tubing to remove air bubbles.